Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: a visual inspection was performed on the nimbus ii plus (B)(6). During the inspection, there was no physical damage to the pump housing. A performance test was conducted on the nimbus ii plus, serial number (B)(6), where the pump produced an audible sound as intended. The reported complaint of "no audible" was not confirmed in the performance test. The pump was found to be operating inside the specification and meets the passing criteria.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Building service coordinator reported "no audible". Medication being infused was unknown. No patient injury reported.